Manufacturer narrative:
Initial reporter: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks for a rhythm that appears to be st (sinus tachycardia). It was noted that wavelet called mismatch on morphology but rhythm was stable, unaffected by the shocks, and patient was not symptomatic with rhythm. A new wavelet template was collected and the implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.